Manufacturer narrative:
D10 concomitant products: 4cn65a, 4cn65a 6.5mm trach tube w tg cuff x1, (lot # unknown) 6cn75a, 6cn75a 7.5mm trach tube w tg cuff x1, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cuff of the endotracheal tube was deflating and that the cuff shape appeared different from what clinicians were accustomed to. It was mentioned that the issue happened when the trach reference code was transitioned from "h" to those ending in "a". It was also stated that cuff differed in color and shape. It was unknown if there was patient involvement at the time of the reported event.